Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the experienced an elevated blood glucose (bg) level 384 mg/dl. The event occurred in the past and the cause of the bg levels were unknown.